Event description:
Complaint ID #(B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that a perforation in the tyvek of the hls set was found after the product was pulled from its shipping box. The affected hls set was not used on a patient and is still in its original clam shell without the sterile barrier broken. No harm to any person has been reported. As the product could become unsterile and there is a potential risk for a patient, a report is required. The getinge sales and service unit confirmed that this event could have been an accidental puncture at the account. The reported perforation may have come from transport. However, as the affected hls set was not available for further investigation, the exact root cause remains unknown. An analysis of the provided picture has been performed by the getinge research and development department on 2025-12-05 with the following conclusion: "the picture shows that the tyvek has been punctured from the outside toward the inside. Based on the visual evidence, it seems unlikely that any components of the hls set have become detached. Inside the tray, there is no component at that location that could potentially cause a perforation like shown in the picture. Since no images of the outer packaging or the cardboard inlay for cut protection have been received, it is not possible to determine the exact time of the occurrence." Further, a medical consultation was performed by getinge medical affairs on 2025-11-25 with the following results: this is only applicable only if the product had been used despite the visible tyvek perforation. The affected hls set was not used on a patient. "Potential risk to patient relative to this complaint: - loss of sterility due to compromised sterile barrier could allow environmental microorganisms to contaminate the product. - risk of patient infection if a non-sterile device were introduced into the vascular system or sterile field. - exposure to pathogens" in the instructions of use of the affected hls set in chapter ¿basic safety instructions¿ it is stated to only use the device if it is sterile and to not use if there is any visible damage. Further it is mentioned that stacking the product in its primary packaging can damage the sterile barrier. Therefore, it is mentioned to not stack stets on top of each other in their primary packaging. According to chapter ¿preparation and installation¿ it is required to perform a careful visual inspection of the sterile packaging before use and to pay particular attention to moisture, openings and soiling. In particular it should be ensured that there is no damage to the material, cracks, burrs of fissures. According to the final test results, the hls set with the lot# 3000427616 passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the provided photographical evidence, the reported failure "perforation in tyvek" could be confirmed. The occurrence rate was calculated for the reported issue, and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that a perforation in the tyvek of the hls set was found after the product was pulled from its shipping box. The affected hls set was not used on a patient. No harm to any person has been reported. As the product could become unsterile and there is a potential risk for a patient, a report is required. Complaint ID #1319178.